Manufacturer narrative:
Batch review performed on 27 may 2019: lot 103219: (B)(4) items manufactured and released on 23-nov-2010. Expiration date: 31-10-2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem, head and liner) occured 8 years after cementless total hip arthroplasty in a (B)(6) year old woman. Radiographic image provided shows the presence of radiolucent lines in gruen zones 1 and 2 and signs of stress shielding suggesting implant mobilization. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined. Preliminary investigation performed by medacta r&d hip project manager: pe liner shows debris of unknown reason (due to removal process or impingement events?). The material is probably coming from the internal equatorial edge. Visual inspection performed by medacta r&d hip project manager: ha layer still intact on the proximal part of the implant on few sides. Femoral neck and pe liner show signs of extraction.

Event description:
Revision performed after 8 years and 1 month form the primary due to pain caused by an aseptic loosening of the amistem lat size 2. During the revision the stem, the head and the inlay were changed.